Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the mitraclip delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of nausea/vomiting, hypotension and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that in cases of severe right heart failure, an immediate reduction in mitral regurgitation (mr) is not well tolerated. In this case, the clip performed as intended, but the underlying ventricular dysfunction was causal to the patient death. Because the ventricle cannot push the blood forward to meet the cardiac output, the circulatory system 'collapses'. The reviewer concluded that there was no evidence of device deficiency or malfunction in causing or contributing to the nausea, hypotension and subsequent patient death. The patient had underlying heart failure which did not tolerate the reduction in mr due to successful clip implantation and went into cardiogenic shock after the procedure and expired. The underlying patient condition was causal to the reported events and death.

Event description:
This report is conservatively filed for death occurring 24 hours post procedure. It was reported that one mitraclip was successfully implanted on (B)(6) 2015 as a last treatment option for the patient who was hospitalized with dyspnea due to cardiac decompensation, functional mitral regurgitation (mr), severe left ventricular dysfunction, ejection fraction less than 30%, and severe to end-stage heart failure nyha class 4. There were no complications during the mitraclip procedure and mr was reduced from grade 4 to grade 2. The patient was extubated after the procedure and was hemodynamically stable until the morning after the clip procedure when the patient had nausea, vomiting, and systolic blood pressure of 60 mm hg. Echocardiogram showed the mitraclip was in place and mr remained grade 2 but the patient continued to have severe left ventricular dysfunction. There was no bleeding noted. Dobutamine was administered but did not affect the low blood pressure. The patient died 24 hours post procedure. The physician suspected the heart did not tolerate the reduction in mr, thus little increase in afterload when mr was reduced, which contributed to the patient death. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.